Manufacturer narrative:
Reference MFR report #: (B)(4). Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/ cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that at while using a surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 28,080 joules of use; the fiber was replaced and the procedure continued using a second fiber. The second surgical fiber was reported to have "twisted" during use and the procedure was completed using an alternate procedure (turp). The outcome was reported as "no damages to the patient". This report is for the first fiber used.